Event description:
A customer contacted beckman coulter inc., (bec) and stated a mist of blood sprayed out from the aspirate probe of the coulter lh 500 hematology analyzer onto the floor, and the instrument exhibited the message "no backwash performed". The operator was wearing personal protective equipment (ppe), consisting of a lab coat, gloves, and goggles at the time of the event. There was no exposure to mucous membranes or open wounds. Medical attention was not sought. The material safety data sheet (msds) was reviewed. There is an exposure control/risk management plan in place at the facility. There was no impact to patient results. There was no death, injury or change to patient treatment associated with this complaint.

Manufacturer narrative:
A field service engineer (fse) found and tightened a loose screw on the lower front cover shield which caught on the probe wipe assembly while it retracted. This in turn caused the slamming sound and fluid leak that the customer experienced. The fse verified the instrument per established procedures. Results meet published performance specifications. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the blood spill is attributed to a loose screw. (B)(4).